Manufacturer narrative:
An investigation to determine the cause of this failure is currently underway. The system and failed battery are expected to return to the manufacturing facility for further analysis. A follow up report will be submitted with the investigation findings.

Event description:
Following a demonstration performed at a customer site, smoke began to emanate from the back of the ultrasound system. A philips field service engineer was on-site and witnessed the smoking system. The fse noted the battery pack was burning at which time he promptly removed the battery and disconnected the system from power. There was no report of any injury, smoke inhalation or irritation caused by this event.

Manufacturer narrative:
Due to the hazardous condition of the failed battery and the shipping restrictions for damaged/defective lithium batteries, the device could not be returned to north america for a detailed failure analysis from philips or the supplier. However, visual inspection from photographs of the damaged battery by philips electrical engineering confirmed the issue underwent thermal runaway. Thermal runaway is an extremely rare event caused by several possible flaws within a cell which causes a reaction that spreads to the other cells in the battery. When this unavoidable issue does occur, the battery is contained in a metal enclosure behind a plastic shroud that protects patients and users from contact with the failed battery.